Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "lack of hygiene". The patient was hospitalized for the event. It was not reported if the patient was initiated with treatment for the event. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.